Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bypass procedure, the generator displayed the dysfunction of the handpiece, despite a correct installation. After replacing the handpiece, the scissors worked properly. No patient consequence.

Manufacturer narrative:
(B)(4). Batch # p93u6f. Investigation summary: the handpiece was received with the nose cone cracked. No functional testing could be done due to the condition of the nose cone returned device. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device doesn't work. No further information available.